Manufacturer narrative:
Conclusion: the device was implanted in the patient. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00578. The coil is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a neuron 6f 070 delivery catheter and penumbra coil 400. During the procedure, the physician removed a neuron 6f 070 delivery catheter from its protective packaging and heard a "pop" noise and found that the tip had become crushed. Later in the procedure, the physician was deploying a penumbra coil 400 and it took ten attempts at detaching before the penumbra coil 400 detached in the aneurysm. There was no report of an adverse effect on the patient.